Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial and right ventricular leads exhibited noise which could be reproduced with pocket manipulation as the patient laid flat on the bed. All other electrical values were normal. The patient was asymptomatic and would continue to be monitored via follow-ups.